Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-10489. Reference MFR report: 1627487-2012-10491. It was reported the patient is experiencing pain and spasms at the ipg pocket and scs lead sites. In addition, the patient stated he feels heating at the ipg pocket site while charging and at times when he is not charging. No further information is available at this time. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.